Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that although the visual examination of the device identified that cylinder 1 had a hole in the outer tube with broken fabric threads as a result of wear at fold, the visual examination also identified that both cylinders had an outer tube damage in the proximal cylinder bodies consistent with explant damage. Therefore, the reported allegation of mechanical issue is confirmed based on the cylinder one outer tube damaged observed, however, the fluid leak allegation is unable to be confirmed due to the observed damaged consistent with explant. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device identified that the pump kink resistant tubing (krt) was worn to the filament. There was contamination observed in the pump component. The visual examination performed on the reservoir did not identify any leaks in the device. Visual examination of the cylinders showed that both cylinders had an outer tube damage, with holes present, consistent with sharp instruments, most likely caused during explant procedure. Visual examination also identified that cylinder 1 had a hole in the outer tube with broken fabric threads as a result of wear at fold. Functional testing of the pump was not performed due to the contamination observed. The cylinders were not functionally tested due to the leaks observed. Functional testing of the reservoir showed the component performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had fluid loss. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had fluid loss. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.